Event description:
It was further reported that the reason for the revision was unknown.

Manufacturer narrative:
(B)(4). Updated: b4, b5, g4, h1, h2, h3, h4, h6, and h10. Reported event was considered confirmed as they had the removal of a screw and plate radiographs and medical records state inflammation and discomfort to ball of right foot. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: 110007512, cann screw part thrd, lot # 529690, catalog #: unknown, unknown plate, lot # unknown. The customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-05198, 0001825034-2019-05205, 0001825034-2019-05206. Unknown if product will be returned.

Event description:
It was reported the patient underwent a trauma surgery approximately 3 and half years ago. Subsequently, it was reported the patient underwent removal of plate and screw due to pain and possible infection.